Manufacturer narrative:
Device received with a blank display anomaly due to moisture damage at the electronic assembly. Unable to verify unexpected battery power loss, perform functional test including selftest, sleep current measurement, active current measurement and displacement test due to blank display.

Event description:
The customer reported via phone call that their insulin pump received an replace battery now alarm. The customer¿s blood glucose level was 107 and 109 mg/dl at the time of incident. The customer did received a low battery alert prior to the replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.